Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump cassette was not attached properly. The event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 10-july-2024. H3: one device was returned for repair in used condition. Visual inspection of the device found scratched lens, worn upstream occlusion (uso) seal and peeled downstream occlusion (dso) seal. The service history review had no indication that the complaint was related to a service of the device within the review period. Error log showed cassette not attached properly alarm. Primary reported problem of cassette not attached properly was verified by visual inspection. The cause is the dso sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.